Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with customer that too many things plugged into the same outlet which tripped the breaker caused the issue. It was confirmed that the issue was resolved by the customer after reducing the load on the outlet to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es randomly shut down and continued to shut down even after being connected to a different power outlet. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.